Event description:
It was reported that during a procedure, the white insulator of the unit came off. Further, no delays, medical intervention or adverse consequences were reported.

Manufacturer narrative:
A quantity of two units, with the same part and lot number, were implicated in this event. Please refer to medwatch report number 2648666-2012-00174. Additional info will be provided once the investigation has been completed.